Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a 58mm thoracic aortic aneurysm it was planned to implant the stent graft vamc3434c150 distally and then implant the vamf4238c150 stent graft proximally. The stent graft vamc3434c150 was implanted at the correct position, however, it was reported that during removal of the delivery system it caught on the distal region of the stent graft and the stent graft migrated proximally by two to three stents. Angiography showed the proximal edge of the stent graft had moved to the left subclavian artery, so an attempt was made to pull the device down distally using a balloon, but it only moved slightly. Therefore, when the vamf4238c150 was implanted proximally only one stent could be attached proximally and final angiogram showed a type ia endoleak . As per the physician, the cause of the event was due to the delivery system catching on the stent graft during removal and causing the stent graft to move. No additional clinical sequelae were reported and the patient is being monitored.